Event description:
Patient reported experiencing elevated blood glucose (250 - 300 mg/dl), from 2005 to about 2 days. They attempted to self-treat by changing their infusion set, and bolusing; however their blood glucose did not decrease substantially as expected. No error messages were generated by the device. Patient stated that, on the 2nd day, they switched to their back-up device, and by the following morning, their blood glucose had returned to normal (80 - 120 mg/dl).